Event description:
It was reported from (B)(6) by a distributor that a patient complains that their controller indicates intermittent power disconnection while the battery is connected to the controller. The event also occurred while changing a battery which led to a short pump stop. The controller was exchanged and there were no reported consequences or impact to the patient. Since the controller exchange there have been no events reported. No additional information was provided.

Manufacturer narrative:
The controller, (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed power switching and the power disconnect alarm. Analysis of the device revealed that they met specifications during testing. The controller fault could not be duplicated. Heartware has opened an internal investigation to evaluate these reported events. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. The company is seeking this information through the event investigation.